Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the water nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, we confirmed that the control body fluid damage, the water nozzle clogged, the control body corroded, the water nozzle improper adjustment, the distal body melted, the distal body worn out, the lg root brace rubber flared, and the root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report "hr-rpt-0585 (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.